Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via inductive merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited radio frequency telemetry error. The patient presented on (B)(6) 2018 in clinic. An upgrade was performed on the device and radio frequency telemetry was restored.